Manufacturer narrative:
H3: analysis of the wireless recharger (s/n:(B)(6)) revealed no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: npp017747n, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are having an ablation done on their back on wednesday and need to know how to make sure the implanted neurostimulator is turned off. The caller indicates that there are scrolling battery lights on the recharger for about a month. Helped caller remove the recharger from the cradle and perform a hard reset on and off the cradle. The issue was not resolved through troubleshooting. A request was sent to the repair department for expedited shipping. The caller was concerned that they would not be able to have their appt on wednesday. Reviewed that we will request overnight shipping. Transferred to patient registration to update record. Patient called to get help pairing the recharger to the implant. Patient was abl e to successfully start a recharge. Reviewed with caller how to turn therapy on and off.